Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and exterior defect was found. The receiver will boot and charge. The receiver download was retrieved and no issues were found in the investigation window. Receiver functional tester: passed all relevant testing. The reported event of the device ceased to function was undetermined via product. A probable cause could not be determined via product.